Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report is 2 of 2 allegations of alert/notification settings that had similar event details. Related records: (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On 06/17/2025, it was reported that the patient reported passing out in her kitchen for approximately 3-4 hours. This report is 2 of 2 allegations of alert/notification settings that had similar event details. The patient reported having a concussion, most likely as a result from her falling and losing consciousness (although the patient did not specifically report a fall). Prior to this, the patient had no symptoms, and she did not know what her cgm value was. The patient lived alone, and after she woke up on her own, she checked her cgm receiver, and it was reading 60 mg/dl. The patient stated that she never heard a low alert before she lost consciousness. The patient self-treated by eating and drinking juice. She also administered her routine daily lantus injection and took her unspecified daily routine medications. The patient did not seek any assistance from a higher level of care. The patient was ¿feeling fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.